Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error code (e216) occurred due to poor contact, as the internal signal line is becoming disconnected due to damage to this image sensor cable. Regarding the damage to the image sensor cable, it is likely that it was caused by a strong bending load likely caused by handling the area during the case or reprocessing, such as by strongly pulling while bending the area. The event can be prevented by handling the device in accordance with the following instructions for use: the inspection method for the suggested event is described in the operation manual for ltf-s190-5 "chapter 3 preparation and inspection: 3.8 inspection of the endoscopic system". As stated in the instruction manual, do not bump or drop the endoscope distal end, rigid section, bending section, control section, universal cord, video connector, or light-guide connector. Also, please be careful not to bend, pull, or twist them with strong force. Olympus will continue to monitor field performance for this device.

Event description:
The issue was observed during preparation for use prior to a unspecified procedure.

Manufacturer narrative:
The device was returned and the evaluation found that due to dirt on electrical contact of video plug, e216 (scope communication err) occurs and due to damage on charged coupled device unit, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had an e216 error, image does not appear. There were no reports of patient harm.